Event description:
It was reported that the patient is experiencing increased urine leakage starting approximately on (B)(6) 2021. The patient has to wear pads as there has always been urine leakage, but increased amount recently. The patient believes the artificial urinary sphincter (aus) was inadvertently deactivated and that there is air in the pump, instructions were provided to the patient on how to reactivate the device. The patient is seeking a new physician, the device remains implanted.

Manufacturer narrative:
Correction: adverse event/product problem, outcomes attrib to adv event, type of reportable event investigation summary: based on the information available, there was no device available for analysis. The reported patient symptoms of recurring incontinence is a known risk associated with an artificial urinary sphincter implant and is noted in the device instructions for use. Device history record: a review of manufacturing documentation was not performed as the serial/lot number for this component was not provided. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could not be performed. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
Investigation summary: based on the information available, there was no device available for analysis. The reported patient symptoms of recurring incontinence is a known risk associated with an artificial urinary sphincter implant and is noted in the device instructions for use. Device history record: a review of manufacturing documentation was not performed as the serial/lot number for this component was not provided. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could not be performed. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient is experiencing increased urine leakage starting approximately on (B)(6) 2021. The patient has to wear pads as there has always been urine leakage, but increased amount recently. The patient believes the artificial urinary sphincter (aus) was inadvertently deactivated and that there is air in the pump, instructions were provided to the patient on how to reactivate the device. The patient is seeking a new physician, the device remains implanted.